Event description:
It was reported the customer had a keypad anomaly. The customer stated the numbers on their insulin pump was scrolling. Customer's blood glucose was 98 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.